Event description:
Customer reports to have received a signal too low alarm and an unexpected restart alarm. Customer's blood glucose was 92 mg/dl. Insulin pump passes self test. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.